Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Customer's complaint was not verified. The problem source is unknown.

Event description:
Information was received that the pump alarmed for service with a cadd ms3. No reported adverse effects.